Manufacturer narrative:
Section b3: date of event: unknown; not provided, but the best estimate date is between (B)(6) 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was explanted from the right eye due to an unknown reason. The replacement lens was another johnson and johnson (drn00v 18.5). The douvisc was used as viscoelastic. No further information was provided.